Manufacturer narrative:
As baylis medical devices were reported to be among the devices used in the procedure, baylis medical has devices to submit this report.

Event description:
A case of complete heart block was reported during a left atrial appendage closure (laac) procedure where the versacross transseptal sheath and versacross rf wire were used for the initial transeptal puncture. During the drop down of the transseptal workflow, complete heart block was noted. Devices were removed, chest compressions were completed, and patient was stabilized. The laac procedure was completed and patient was discharged the following day. As baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross transseptal sheath with the report number 9710452-2022-00033.